Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for prime/rewind issues, and the insulin pump was stuck in the bolus screen. During the follow up call, it was found that the customer received medical assistance, and no further details were given. Troubleshooting was performed at that time, and it appeared that the insulin pump was functioning properly. The customer mentioned before that it was stress related, but she was not sure. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.